Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (charger faults) was confirmed. Upon investigation however, the charger was not powering on due to the l601 being knocked off of the bedside board. The root cause of the damaged l601 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.